Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 500 ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag was leaking from the port. The leak was discovered before product use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information : the device was received for evaluation. The bag was cut at the lower right where the customer likely drained the contents. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional test was performed which revealed a spike port cap leak at the base of the spike port tubing. The reported problem was verified. The cause of the condition was not determined. This issue is being further investigated. Should additional relevant information become available, a supplemental report will be submitted.